Event description:
In 2006, nellcor puritan bennet rec'd a report where it was claimed that a 8lpc tracheostomy tube developed a leak after insertion into a pt. The tube was replaced without incident.